Event description:
It was reported that the patient was implanted an unknown cls hip stem on the left side on unknown date. The patient was revised on unknown date due to loosening. The following statement was reported: the implantation was in 1994, the revision in (B)(6) 2012. During revision, a stryker stem was implanted.

Manufacturer narrative:
The manufacturer did not receive devices and x-rays for review. Other source document (summary report) was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a bilateral patient. Right side hip case is reported under 140005667. (B)(4).